Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a cause for the reported slda cannot be determined. Image resolution poor is related to procedural conditions as difficulty visualizing the leaflets was reported during the procedure. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: health effect - clinical code 4453 was removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 cardiovascular implantable electronic device (cied) related tricuspid regurgitation (tr) for a triclip procedure. The tr was at the anterior and septal (as) and posterior and septal (ps) junction, where the ICD/pacemaker lead crossed the tricuspid valve. After placing first xtw triclip on the mid as leaflets, it was decided to place an additional xtw on the central as leaflets. After multiple grasping attempts, it was noted that the first xtw clip detached from the anterior leaflet. The second clip successfully grasped the central as leaflet segment to stabilize the first xtw. After confirming coaptation alignment and leaflet insertion, the second xtw was deployed and remained stable through the conclusion of the procedure. Given the image visualization difficulty of the leaflets, it was decided to not add an additional triclip. The tr was unchanged. There were no adverse patient sequelae.